Event description:
Information received from the (B)(6). Treatment of a left unruptured superior hypophyseal internal carotid artery (ica) aneurysm measuring 5 mm x 3 mm. It was reported that the patient came to the hospital confused with a headache followed by unconsciousness. The patient underwent pipeline embolization and experienced confusion and aphasia post procedure. Subsequently, the patient expired from an intra-parenchymal intracranial hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).